Event description:
It was reported that in (B) (6) 2004 a durom cup with a large diameter head and a cemented emeraude stem were implanted. The postoperative check-up showed that the prosthesis was in the correct position. At the 2-month check-up, the x-rays showed that the cup had tilted into a valgus position. Therefore, the surgeon recommended a revision surgery but the patient who was very satisfied with the result, repeatedly rejected the revision surgery. The patient reported a good result apart from an occasional noise at certain movements. On (B) (6) 2008, the patient came to the hospital within an emergency due to a fall from the roof and a femoral fracture around and under the stem. The hip prosthesis was revised.

Manufacturer narrative:
Conclusion: our investigation showed that due to an early loosening the cup had tilted into a valgus position. Since the patient rejected the revision surgery the pairing articulated in a subluxated position over a certain time period which led to high wear. There are no signs of material or production failure. The quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)